Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube), malposition of essure device location of device: unsure, the right-sided essure device is not located within the right fallopian tube'), uterine perforation ('perforation (uterus)'), device dislocation ('migration/perforation of right essure/right essure insert appeared to be exiting tube in the corneal region and appeared to be mostly intraperitoneal') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 4. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding (menorrhagia)"), mental disorder ("psychological or psychiatric problems condition: unsure"), rash ("rashes or skin conditions type: unsure") and pelvic pain ("pain,"). The patient was treated with surgery (essure device removal and essure device removal). Essure was removed. At the time of the report, the fallopian tube perforation, uterine perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, mental disorder, rash and pelvic pain outcome was unknown. The reporter considered device dislocation, fallopian tube perforation, genital haemorrhage, menorrhagia, mental disorder, pelvic pain, rash, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: essure coil was placed easily into the right tubal ostia. Coil expanded and there were a total of 3 coils within the uterine cavity. Coil was then placed in the left tube with 3 coils visible after expansion. Left tube and left essure insert removed electively on (B)(6) 2013. Removal of right essure implant on (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: did not confirm blockage of bilateral tubes.; on (B)(6) 2013: the right-sided essure device is not located within the right fallopian tube. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs& mr received reporter information was added. Case become incident injury nos replaced by new event device fallopian tube perforation, uterine perforation, device breakage, genital bleeding, vaginal hemorrhage, menorrhagia, psychiatric disorder nos, skin rash, pelvic pain female, did not confirm blockage of bilateral tubes essure failure. Medical history, lab test was added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.